Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: >7.5, lab: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1; inratio: >7.5; lab: 2.0. The inratio value is greater than 7.5 and the comparative system value is less than 5.0. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Strip lot 080626a was tested for accuracy in 2009, using therapeutic blood from two donors. The results met the criterion for strip accuracy. No further testing is required. Nurse used venous blood for the inratio test. Only fresh (non anticoagulated) capillary blood should be used for testing with the inratio meter. The unexpected result of >7.5 may have been caused by improper user technique - using venous blood. No corrective action required as no product deficiency was established.